Manufacturer narrative:
H.6. Investigation: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that bd ultrasafe passive¿ x-series needle guard syringe was damaged. The following information was provided by the initial reporter: had a 'faulty injector' and that product could not be used. Defect could not be further specified.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8206727, medical device expiration date: 2023-06-30, device manufacture date: 2018-07-25. Medical device lot #: 8128662, medical device expiration date: 2023-04-30, device manufacture date: 2018-05-08. PMA/510(k)#: k011369, k122558. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultrasafe passive¿ x-series needle guard syringe was damaged. The following information was provided by the initial reporter: had a 'faulty injector' and that product could not be used. Defect could not be further specified.